Event description:
Information received with return of the device notes that the patient's own heart rate was 70 bpm. During a device replacement procedure, the "connected leads have just rolled behind the pacer, ECG monitor showed no pacing and 0 ppm hart (sic) rate." The pacer was not yet placed in the pocket.